Event description:
The customer reported that they performed hemigastrectomy billroth ii procedure on a pt with no abnormal occurrences noted during the surgery. The pt incurred postoperative bleeding several days after surgery. An additional surgery was performed, and the surgeon used ligation to seal the vessel. The customer has indicated that the handpiece for this incident has been discarded. The pt is reported as doing fine.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.